Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. System check with tandem technical support could not be completed at the time of call; however, multiple attempts were made by technical support to follow up with the customer, but no response was received. Customer's blood glucose was 150-398 mg/dl.